Event description:
Postoperatively, an echo was performed and indicated that one leaflet was not fully opening and closing. A thrombus was suspected and reoperation was performed; however, no thrombus was observed. Intraoperative echo showed that with every 4-5 cycles, the leaflet did not open. The valve was explanted.